Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. The sheath was first inserted into the patient and aspirated without issue at that time. The ablation catheter was then introduced into the sheath air was constantly present during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Additionally, the sheath was returned with the dilator still inside which likely caused some damage seen on the internal valve of the sehath. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. The sheath was first inserted into the patient and aspirated without issue at that time. The ablation catheter was then introduced into the sheath air was constantly present during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.